Event description:
The customer reported that 12 beds will go blank and will lose monitoring for 15-30 minutes. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips remote service personnel provided trouble shooting. The customer installed a 1.4 tele system on their own at this site and it was determined that the screen was going blank due to the incorrect installation by the customer. Based on the information available the cause of the reported problem was incorrect installation by the customer. The reported problem was confirmed. The philips remote service personnel determined that the customer incorrect installed the intellivue smart-hopping 1.4 ghz ap. The customer was provided documentation via email to troubleshoot their installation. The customer took responsibility of the fix after being provided the documentation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.